Manufacturer narrative:
Per updates received on (B)(6) 2021 and (B)(6) 2021, the patient was slow to awaken. Work up revealed a pulmonary embolism. When the patient was taken for thrombolysis, the embolus was resolved. Site also updated the intervention description of "ivc filter placement" to "attempt at interventional thrombectomy". The patient was managed acutely with heparin. Event was indicated as resolved with sequela on (B)(6) 2021.

Manufacturer narrative:
After re-review on 09dec2021, the event was found to be unrelated to the neuroblate system or neuroblate procedure.

Event description:
On (B)(6) 2021 (same day as litt procedure), patient experienced a bleed resulting in slow awakening and a pulmonary or other air embolism with symptoms of respiratory distress. The events were indicated as severe, requiring a prolongation of hospitalization, medication, anticonvulsants, ivc filter surgical placement, pulmonary arteriogram, physical therapy and occupational therapy.